Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into hospital hyperglycemia and diabetic ketoacidosis on (B)(6) 2017 with unknown blood glucose level and was treated with urine tests, blood work and insulin through an intravenous at hospital. The customer¿s blood glucose level was over 500 mg/dl and treated with insulin in a syringe. Customer stated that the significant events that leads to hospitalization was throwing up and irregular heartbeat. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer also stated that the belt clip was broken. Customer did not allege insulin pump was under delivering. Customer declined to troubleshooting. The devices will not be returned for analysis.